Manufacturer narrative:
Additional information : the device was manufactured between may 14, 2018 - may 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was leaking from an unspecified location. This was noted before patient use. There was no patient involvement. No additional information is available.